Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with epithelial ingrowth, left eye worse than right eye, three months following lasik treatment. The patient reported glare at night. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.